Manufacturer narrative:
Findings: unit alarmed a64 during self-test due to faulty y1 at rf board. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was 153 mg/dl. The customer was advised to program a normal bolus into the air, bolus amount was recorded in the bolus history. Customer stated a temp basal ws not programed before the alarm occurred. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.